Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin pump received unexpected restart alarm. The customer¿s blood glucose level at the time of incident was unknown. The alarm occurred after troubleshooting also. The customer was advised that the device would be replaced and agreed to return the insulin pump for analysis.

Manufacturer narrative:
Unit alarmed unexpected restart after battery change and resets time/date to factory default due to connector voltage leak at interface board. Also, unit was received with missing segments/partial display, problem isolated to lcd board.